Manufacturer narrative:
The device was returned for evaluation (B)(6) 2024. There was a crack and crazing observed at the female luer. The reported condition of a leak from stopcock to stopcock at connection site can be confirmed. The probable cause is due to environmental stress cracking during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 4-way high flow stopcock w/rotating luer generated a leak during patient use. It was reported, ¿noted patient waking up and non-complaint ventilator despite increasing sedation to max amount. The noted leak from stopcock to stopcock at the connection site and propofol was leaking and not being administered to the patient. The frequency of the problem was recurring, and no other devices were involved. There was no patient harm reported.